Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error. The customer¿s blood glucose was 7.3 mmol/l at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that they performed the self test but they were not able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms or pump error 4 alarms noted during testing however, pump error 63 alarm and pump error 4 alarms are confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.